Event description:
The ge oec 9600 fluoroscopy system displayed a saturation fault error. The system stopped producing x-rays. A system reboot restored functionality.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the cathode candlestick dry with some signs of arcing. The candlesticks were cleaned and re-greased. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction.